Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 2.25 x 20mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. A stent strut in the most distal strut row was lifted from its crimped position. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no issues. A visual and tactile examination of the hypotube found a kink in the hypotube shaft 85cm distal to the distal end of the strain relief. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 19-aug-2020. It was reported that crossing difficulties were encountered. The 95% stenosed target lesion was located in the mildly tortuous and severely calcified left circumflex artery. A 2.25 x 20mm synergy ii drug-eluting stent was advanced but failed to cross due to calcification. The procedure was completed with another of the same device. No patient complications were reported and patient status was fine. However, returned device analysis revealed stent damage.